Manufacturer narrative:
(B)(4). Corrected data d4: UDI#. Date sent 2/24/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4) date sent: 2/11/2026 d4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line? Was there any difficulty opening the device jaws? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished #ech45s, with lot/batch #a97j05, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that the device just stopped and knife did not turn back; and therefore, they could not open it. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent 2/27/2026. D4 batch #480d71. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with one gst45d reload present. The reload was received unfired. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The override system was manually reset. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the knife was noted to have nicks. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The event described of would not fire and would not open could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The event log was reviewed. An event was found that typically indicates that the knife encountered the firing safety lockout mechanism this mechanism ensures that the knife cannot deploy without an unfired reload installed. It is possible that it occurred due to improper installation of the reload. Always ensure that the retaining cap is in place when a reload is installed into a device. See the IFU for more details. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury when the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 480d71, and no non-conformances were identified.